Event description:
It was learned from implant patient registry that a 11500a 23mm aortic valve was explanted after four (4) months, due to dehiscence and severe perivalvular leak (pvl). The explanted device was replaced with a 27mm 3300tf aortic valve. Per medical records, the patient presented with progressive intermittent chest pain 1x month, dyspnea, orthopnea, and lower extremity edema x 1 week. Echocardiogram showed aortic valve with rocking motion and dehisced with severe paravalvular regurgitation and mild-moderate mitral regurgitation. Infectious disease was consulted pre-operatively and had low suspicion for endocarditis. The patient underwent redo sternotomy, commando operation with reconstruction of aortomitral continuity (bovine patch), aortic valve replacement with 27mm 3300tfx, and mitral valve replacement with 27mm bio-epic with aortic root replacement and cabral patch. Upon inspection of the bioprosthetic aortic valve, there was no evidence of active infection. The 23mm 11500a aortic valve was dehisced along the entire anterior annulus beneath the right coronary artery ostia. Patient was transported to intensive care unit in stable condition. Patient arrived with an open chest to the ICU where he was resuscitated and this post-operative period was complicated by cardiogenic shock requiring iabp, ventricular tachycardia requiring anti-arrhythmic medications initially. On post-operative day two (2) patient was taken back to or to have chest closed. On post-operative day three (3) patient sustained a cardiac arrest with unclear etiology, possibly bradycardia. Post operative course was further complicated by chryseobacterium vap which was treated with antibiotics. On postoperative day six (6) patient received an externalized pacemaker. On post-operative day 19 patient received permanent pacemaker due to complete heart block. Patient was discharged home in fair condition on post-operative day 28.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to not be available for return. In addition, this patient has a history of hep c so device not to be retrieved. Refer to MDR report number: 2015691-2022-05777 for another event involving this patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. The most likely cause is procedural factors, including that this is the second re-intervention for the same issue, but patient anatomy may also have contributed to dehiscence.